Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that implantable neurostimulator (ins) was sticking out so they did another revision two weeks ago on (B)(6) 2016 and now they have to do it again so they were wondering that if they could place the device in the front like by their pelvis. Doctor told them that they had a lot of scar tissue from all their revisions and "we have to try to figure out where we can place it" so the patient wanted to know where the doctor could place it. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.